Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via medwatch number: mw5101679 that a female patient who underwent an unspecified breast surgery with two 275cc mentor memorygel, 275cc silicone breast implant experienced unexplained systemic symptoms postoperatively, including joint pain, rash, inflammation, swelling, dry eyes and mouth. The patient stated that her symptoms have progressively worsened. The physician ordered a battery of lab tests, and patient have several antibodies, indicating an autoimmune illness which that as of this date has not been identified. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the left prosthesis.

Manufacturer narrative:
On august 18, 2021 additional information received indicated that the date of implantation was on (B)(6) 2005. Manufacturer¿s reference number: (B)(4).